Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the ig rubber coating is peeling. The ig tube was crushed. In addition, service repair noted, watertightness is not maintained (leakage) due to holes in the curved rubber caused by external factors. The customer reported leakage issue was confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "leakage". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the coating of the ig (image guide) rubber tube (insertion part) is peeling.

Event description:
This report is being submitted for the malfunction found during evaluation (coating of the image guide rubber tube insertion part was peeling). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A correction to b5 was made to clarify the reportable malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the peeling coating of the insertion tube was caused by stress of repeated use, external factors, or handling. The root cause could not be determined. Olympus will continue to monitor field performance for this device.